Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the lead was difficult to place. The lead got stuck and was unable to pass the stylet internally. The lead was damaged completely while removal attempt. The lead was attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner tubing of the lead became extrinsically distorted due to kinking/buckling. The inner tubing of the lead became extrinsically distorted due to pul ling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The full lead was returned stretched measuring 67.5 cm in length, the stylet was not returned. The outer insulation, inner insulation, inner tubing, proximal conductors and distal conductors were stretched throughout the length of the lead, extrinsic damage. The inner tubing was kink/buckled from stretching of the lead, extrinsic damage. The returned lead was returned stretched measuring 67.5 cm in length and negates the ability to insert a stylet in the lead due to narrowing of the distal lumen from stretching the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.